Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent routine heart transplant on (B)(6) 2023. Evaluation of the returned pump revealed circumferential surface marks on the rotor and rotor well.